Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found on the main body of a transfer set during use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device was not returned. However a photographic image was supplied and evaluated. Visual inspection of the photograph identified a cracked main body. The reported condition was verified. A cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.